Event description:
Reporting manufacturer number :1627487-2023-04670. It was reported an infection was present at the lead insertion site. Patient was treated with IV antibiotics and hospitalized to address the infection. The patient's scs system was later explanted. Patient is in stable condition.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with IV antibiotics and hospitalized to address the infection. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.